Event description:
It was reported the customer was hospitalized due to high blood glucose, vomiting and experiencing chest discomfort. Troubleshooting was perfomed, except high pressure test and the insulin pump passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.